Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The operator discovered that the negative result did not match the clinical picture of the patient and reran the sample on an alternate instrument, which resulted higher. The sample was rerun on the same instrument and also resulted higher. The rerun result from the alternate instrument was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The customer reran the sample on the instrument during troubleshooting, and the result matched the result obtained on the alternate instrument. Quality controls were run, all of which were within range. The cause of the discordant, falsely low troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.